Manufacturer narrative:
A visual evaluation of the device found only the pull wire and basket was returned. Residues were present on the pull wire indicating use and handling. Moreover, the pull wire was found broken and kinked at proximal end. The basket tip was intact and basket wires were found bent. The evaluation concluded that during procedure the manipulation of the device and interaction with the scope or other devices most likely contributed to the failure basket wires bent. Although it cannot be determined precisely how the pull wire failed, stone size and density, user technique, tortuous anatomy and other procedural factors could possibly contribute to the failure by causing the tensile force applied by the user to not be fully distributed throughout the device. In addition, residues were present on the full wire indicating use and handling. Therefore, the most probable root cause of this complaint is operational context, since due to anatomical and/or procedural factors encountered during the procedure, performance was limited.

Event description:
It was reported to boston scientific corporation that a trapezoid¿ rx basket was used in the common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2016. According to the complainant, during the procedure, a large stone was captured partially with the trapezoid¿ rx basket . An alliance handle was then used in conjunction with the trapezoid basket in an attempt to crush the stone. However, the handle cannula broke. The catheter was cut, but the stone fell out of the basket. The basket was removed together with the endoscope from the patient and the procedure was not completed. A stent was implanted to ensure drainage of the common bile duct. The were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
Patient's exact age is unknown; however it was reported that the patient was over the age of 18. (B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a trapezoid rx basket was used in the common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2016. According to the complainant, during the procedure, a large stone was captured partially with the trapezoid rx basket . An alliance handle was then used in conjunction with the trapezoid basket in an attempt to crush the stone. However, the handle cannula broke. The catheter was cut, but the stone fell out of the basket. The basket was removed together with the endoscope from the patient and the procedure was not completed. A stent was implanted to ensure drainage of the common bile duct. The were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.